Event description:
The physician encountered difficulties removing the subject lead from a sonata g pacemaker (B)(4) implanted on (B)(6) 1999. After loosening the set-screw of the pacemaker, the lead was "taken out from the port as its tip being pushed out from the port by the tip of the screwdriver." The lead could not be fully inserted into the port of the new pacemaker (reply sr), so medical oil was applied. However, the lead could still not be fully inserted into the port even though the tip went further than before applying the oil. Further attempts were made to insert the lead into the pacemaker, after attempting to thin down the connector by cutting with a "cooper several times". The subject lead was capped, and another lead was subsequently implanted instead.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the us. Analysis is pending.